Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2017 and the patient was implanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on october 04, 2017.

Manufacturer narrative:
Correction: the previous MDR submitted on october 04,2017 was filed incorrectly. The report should have been follow up number "1" instead of "2". Device analysis report attached.